Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the tip of the scope was deformed and it had parts missing. After fixing the femur side with clbtb, an image was taken and it was found that a metal piece was left into the patient. That means, the broken piece could not be removed. They decided to finish the operation without any treatment. A delay greater than 30 minutes was reported. It is unknown if there was an available back up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A clinical/medical evaluation was performed. The provided x-ray revealed the broken tip of the scope was retained within soft tissue in the posterior compartment. The scope was manufactured and intended as an externally communicating device and not approved for long-term internal tissue exposure and long-term implantation data is not available. Per subsequent e-mail, the surgeon reported, ¿I have no idea whether the metal part that remains in the patient was part of scope¿. Therefore, the impact to the patient beyond the possibility of micro-motion, and local irritation/discomfort cannot be determined. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. A visual inspection found severe distal tip damage and a missing distal outer tube keel. A review of the customer provided images found one image displaying the scope part and serial number but no damage to the device. According to the clinical/medical evaluation, the provided x-ray revealed the broken tip of the scope was retained within soft tissue in the posterior compartment. A complaint history review for parts missing was found to be an isolated event. A complaint history review for tip deformation was found to be a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause associated with an unintended use of the device due to the severe damage to the distal tip of the scope. Factors that may have contributed to the reported incident include an impact force inconsistent with normal use or contact with a shaver/ablator. No containment or corrective actions are recommended at this time.